Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/08/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the upper buttocks. On (B)(6) 2025, it was reported by the grandmother that the pediatric patient experienced a skin reaction with an infection which occurred on an unspecified number of days after the sensor had been inserted in the upper buttocks. The patient developed bleeding, bruising, redness, inflammation, swelling, pus, and an infection at the needle puncture site and they decided to remove the sensor. On (B)(6) 2025, they went to the emergency department and the patient was prescribed a course of unspecified oral and topical antibiotic medications for the infection. At the time of the report the infection had already healed. No additional event or patient information is available.